Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient is experiencing stimulation that is cutting in and out. The contact stated that one lead has an impedance issue, having impedance values over 10000 ohms. The patient was reprogrammed to use the lead without impedance issues, but the patient was still experiencing intermittent stimulation. The issues are still experienced when the patient is not moving, and the patient lost stimulation just standing there. The representative was directed to palpate along the system when stimulation is present and obtain an x-ray to check for possible system damage. The patient noted that the same issues have occurred 4-5 times in the past.